Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a 26 mm evolut fx+ valve was initially selected based on pre-procedural computed tomography sizing. During implant, the physician team experienced difficulty achieving stable fixation of the valve within the aortic root, leading to withdrawal of the device. Subsequently, a 23 mm non-medtronic transcatheter valve (sapien 3) was implanted, which also exhibited slight ventricular dislodgement but was successfully stabilized following post-dilation.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle fully closed. The capsule over captured the proximal end of the nosecone. Delamination was observed over the nitinol reinforcing frame of the capsule. The capsule and the nosecone appeared bent. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with an infold noted. An in-house evfxplus-26 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. The in-house valve was deployed with no issues noted. No other deformation evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.